Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) with unexpected battery longevity. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.